Manufacturer narrative:
A steris service technician arrived onsite and found that the barco bs2 switch was offline. The technician performed a reboot of the barco bs2 video switch, tested the function and operation of the hexavue ip custom room rack, confirmed the touch panel and room rack were operating to specifications and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel was "stuck" on a white screen. A procedure delay was reported. No report of injury.